Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. A transmission showed trend data of the right ventricular (rv) lead with prior capture threshold measurements that were fluctuated and high. The lead remains in use. No further patient complications have been reported as a result of this event.